Event description:
The customer reports that the insulin pump is under-delivering. The customer's blood glucose during the event was over 450 mg/dl. The customer's current blood glucose was 280 mg/dl. The history showed it had a low reservoir alert. The customer treated the high blood glucose levels manually. Advised the customer to run a manual prime and insulin did exit the tubing. Advised the customer to change the entire set, reservoir, insulin, and to treat according to their health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.